Event description:
Healthcare professional reported "smooth contoured implant, with clinical signs of encapsulation" "capsular contracture, baker grade IV." This is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "smooth contoured implant, with clinical signs of encapsulation" "capsular contracture, baker grade IV." This is for the right side device. The device remains implanted.